Event description:
On (B)(6) 2012, the reporter contact animas alleging that beginning about 3 or 4 months ago, she noticed the audio bolus button does not respond when pressed and is sticking. The reporter denied exposing the pump to water and stated that the keypad is intact without tears. The patient reportedly wears the pump attached to a belt and does not clean the pump. There was no adverse event associated with this complaint. This complaint is being reported because the alleged bolus button malfunction remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: button contact contamination without visible physical keypad damage. Investigation revealed that the bolus button has intermittent response to button presses; the cover was removed to investigate and there was evidence of contamination. Unrelated to the event the keypad is fully intact, with no peeling or damage observed. Keypad was removed for investigation and evidence of keypad contamination was located under "contrast","up","down" and "ok" contact buttons. The "contrast" key exhibited intermittent responses to button presses.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.